Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low blood glucose while traveling, associated with increased physical activity, walking to and from work, and post-flight declines, and the user sometimes disconnected from or paused the ilet during exercise and after flights; a documented low of 40 mg/dl occurred and was treated with approximately 16 grams of rapid-acting oral glucose. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no available findings, and there was insufficient information to identify a device-related problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.